Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's blood glucose was 160 mg/dl and sensor glucose was 60. Customer also had high blood glucose between 300 mg/dl and 400 mg/dl. Customer declined troubleshooting.